Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of the cement device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation could not draw any conclusions about the root cause of the reported patient pain and implant loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.

Event description:
Patient was revised to address pain and tibial loosening at the cement/implant interface. Depuy cement was used.